Event description:
It was reported that a ¿black foreign object¿ was observed in the header of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a black particulate inside the filter blood header. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.